Event description:
It was reported that a patient's implantable neurostimulator (ins) was recently replaced because it had move out of the pocket. There was no fall or trauma associated with the event, but the patient had lost a significant amount of weight, 50-60 pounds. It was noted that the patient had lost her appetite due to medications that she was taking. The doctor had replaced her device within two days of being notified about the ins movement. No further information about the event was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v565966, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).